Event description:
A malfunction alarm was reported during the pumping process, specifically alarm 20 on the customer¿s pump. There was no reported impact to the customer¿s blood glucose level. Customer support assisted the caller in attempting to load a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. As a result, a replacement pump was arranged. The customer was instructed to revert to multiple daily injections as a backup therapy and to place the faulty pump in storage mode before returning it. The caller understood and acknowledged these instructions.